Event description:
During remote follow-up, it was reported that alerts for episodes of atrial fibrillation (af) were missing from the memory of the device. Abbott technical support was contacted and additional software investigation is anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of at/af burden alerts not triggering was confirmed. Based on the review of the information provided, the root cause of the event was the timer for the at/af detection was turned off; hence the at/af burden was not detected.